Manufacturer narrative:
The incident is still under investigation of the (B)(6); burned parts of the device and ambulance car have been quarantined. During an on-site meeting and investigation with witnesses, users, police and device experts, no root-cause or causal chain of the fire could be identified. The event is still under investigation but oxygen must be assumed as a contributing factor of the fire. Results of investigation will be reported in a follow-up report.

Event description:
In a user facility report it was reported that during an emergency transport in an ambulance car, the transport ventilator fell from its fixation on the wall. The ventilator was not in use. After the transport, the device was checked and the user noted that while connecting the device to external power supply, the acoustical and optical signals of the device failed to appear. The user assumed an electrical problem of power supply of the ambulance car and checked the fuses behind driver seat. Suddenly, he noted upcoming flames and smoke beside the transport ventilator. Even while trying to extinguish the fire with a 6kg powder fire extinguisher, the ambulance car and environment of the ambulance station burned out. No injury reported.